Event description:
It was reported that, this right a trial (ra) lead exhibited high impedances out of range. Technical services (ts) indicated it could be related to spring contact. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).